Event description:
It was reported that the patient is deceased. The patient "vomited during dinner and then expired." Eighteen shocks were noted by the manufacturer's representative at the approximate time of the patient's death; the lead alert was also "tripped." The episodes occurring around the time of the patient's death were "overridden" by shocks and episodes which occurred "during and after" the device system was removed from the patient post mortem. There is not enough information on the disk to prove that there was or was not a lead issue. Per the healthcare professional, the cause of death was "either pulmonary aspiration or sudden cardiac death." There are no device or lead allegations by the healthcare professional.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.